Event description:
On (B)(6) 2012 customer reported that after routine maintenance on the lx20 pro instrument the electrolyte injection cup (eic), cup overflowed during the priming cycle. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to ensure that the tubings were attached to the eic and valve j5. Cts then instructed the customer to reboot the instrument. Customer stated that the issue was resolved and cancelled the service request.

Manufacturer narrative:
(B)(4).